Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 431 mg/dl. The customer treated with 24.9 units of insulin. The insulin pump was not on auto mode at the time of incident. The customer also reported sensor related issues. The insulin pump will not be returned for analysis.